Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced cuff erosion and incontinence. After the urethra healed, a surgical procedure was performed in which a new aus was implanted. There were no further patient complications reported.